Event description:
It was reported that "the product was removed from the packaging to reveal the product had been opened and resealed with micropore tape."

Manufacturer narrative:
The complaint that the kit had been opened and resealed with tape was confirmed but the cause is unknown. The product returned for evaluation was a 12.5fr hickman chronic catheter kit. The kit was returned in the green box which was slightly crushed on the corners and on the edges. The lidstock on the outer tray had been detached from the tray flange and had been taped back into place with white tape. The lidstock from the inner tray was also completely removed and was not returned for evaluation. Examination of the tray flanges and lidstock edge revealed adhesive transfer on both, indicating that the tray had been sealed. No voids were seen within the adhesive seal. A slight crease was seen in the tray flange, which aligned with the crushed section of the outer box. The kit components appeared unused and unremarkable to gross visual examination. However, it was noted that the syringe had been removed from the kit. Proof was seen on the sample that indicated that a complete seal was achieved during manufacturing/packaging. It cannot be determined when the kit had been opened and resealed. It is possible that the kit had been opened during storage, shipping, or at the user facility. No evidence of defect or deformity related to the manufacturing process was noted on the sample. A lot history review (lhr) of huve0892 showed no other similar product complaint(s) from this lot number.